Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cideo-assisted thoracoscopic surgery (vats) lobectomy, when on transecting the lung tissue, during firing of the stapler, there was a crack sound and some of the staples did not form well; when the reload was replaced by a new one, the event still occurred. They used another device and reloads instead to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.